Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. E1: the reporters complete facility address was not provided"

Event description:
It was reported that prior to a rotator cuff repair procedure, the vapr clplse90 electrode w hand cntrls device had yellowish traces of oxidative rust on the device. Another device was used to complete the surgery. There were no adverse consequences to the patient. The device was not used. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was returned in original package. The tip showed signs of activation, the suction tube had saline residues. The tip, handle, shaft, tubbing and plug did not show any signs of damage. The device will be send to the manufacturer for further testing. The supplier performed an evaluation with the following results: the device was received in the original packing, the tip was in used condition with residue around the manifold, the suction tube had residue, no other anomalies could be observed on the device. The device passed the electrical testing but failed the flow rate functional testing. Further investigation was performed, the device was subjected to both positive and negative pressures, however the blockage remained. From investigation we were not able to confirm the costumer report that rust was present. The device that was returned had some residue visible on the tip, but this is likely to be procedural debris. The device was found to fail flow specifications before activation of the device due to build-up of tissue debris at the distal end of the device which could not be cleared during ablation testing. The complaint investigation showed the blockage can be attributed to procedural tissue debris. No manufacturing defect was found with the returned device. The product instructions for use cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The overall complaint was no confirmed as the observed condition of vapr clplse90 electrode w hand cntrls would have not contributed to the complained issue. Based on the investigation findings, the potential cause for the device observed condition could be traced to the procedural variables, such handling of the device or product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.